Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device was opened and attached to the pump. The nutrition was started and an hour and a half later the dosing completion alarm sounded. Upon checking, it was found that a nutrient solution was leaking under the pump. Leaking from the silicone tube had been suspected. No patient harm was reported.

Manufacturer narrative:
Additional information the device history record (DHR) was reviewed finding no quality nonconformance in this lot. The testing result indicated that the product was released accomplishing all quality requirements. The sample was not returned for evaluation. Based on similar issues reported for the tube leaking the supplier conducted an investigation. A new mold-flow analysis was conducted on the current tool used to produce the product to understand its current state. As a result of this study, it was confirmed that air bubbles were caused by a backflow effect. The backflow is a function of the tool design. Following this result, tooling modifications were developed, and another simulation was completed, including analyzing the modifications¿ impact on the backflow condition. A quote was provided for modifications proposed to the tool. The root cause of the air bubbles found in the silicone tubing are caused by the backflow effect resulting from the tool design. A supplier corrective action response (scar) was issued. The process router instructions at the supplier site was updated to indicate the parts were to be inspected and a tooling modification and validation was to be made. Actions implemented at this manufacturing plant include incoming 100% inspection by referring to visual controls and criteria. This complaint will be used for tracking and trending purposes.